Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter was inserted into the patient, according to the description of the doctor, the catheter had blood return during the auxiliary treatment. The catheter was immediately remove, and found that the balloon damaged, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample (18f24f0084). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned iabc. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the short arterial pressure tubing, the supplied datascope driveline tubing, a 60cc syringe, the sheath dilator and a teflon sheath. Upon return, the supplied 40cc driveline tubing was noted connected to the short driveline tubing; liquid blood was noted in the tubing. The one-way valve was tethered to the short driveline tubing. Bends to the central lumen were noted at approximately 53cm and 73cm from the distal tip. The outer lumen was noted damaged at approximately 27.5cm to 28.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediately push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 22.9cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. An attempt to aspirate and flush the catheter was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "catheter had blood return during the auxiliary treatment" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter was inserted into the patient, according to the description of the doctor, the catheter had blood return during the auxiliary treatment. The catheter was immediately remove, and found that the balloon damaged, change new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".